Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), lock button of the delivery system was unlocked without physician input. The leadless ipg was removed and inspected and reintroduced and deployed successfully. No patient complications have been reported as a result of this event.